Event description:
It was reported that the bed¿s head was not going down and the CPR was malfunctioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the envella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
Upon onsite inspection, baxter technician found the CPR handle screw broken, causing the CPR handle to drop and making the the CPR function to activate without any input. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in january 8, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. This issue would cause the CPR release to decouple the head section actuator (i.e., head section lowers to the horizontal position) and place the bed into CPR mode where the max-inflate mode would cause the sleep surface to be completely flat and become very firm. An indicator will illuminate when the max-inflate mode is active to notify the end user. After 60 minutes, if no other mode is selected, the normal mode activates automatically. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. The technician replaced the CPR handle to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the bed¿s CPR function was malfunctioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).